Manufacturer narrative:
A customer from outside the united states reported observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to repeat testing. Assay quality control (qc) results were within expected ranges at the time of the event and throughout the month. The tnih instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer observed an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to repeat testing when using tnih kit lot 104. Following an initial low tnih result (below assay reference range), testing of a new sample 1.5 hours later produced an elevated result, leading to coronary angiography for the patient. A follow-up draw 4 hours later produced a low result. As a result of the inconsistency, the earlier sample which had produced the elevated result was re-tested several times using both the original instrument and another atellica im system. All of the repeat-test results were much lower, consistent with the measurements made for the patient¿s other samples. There are no allegations of any patient harm in association with the discordant elevated result.

Manufacturer narrative:
MDR 1219913-2024-00394 was initially submitted on 21-aug-2024. A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result for one patient which was discordant relative to repeat testing when using atellica im tnih. The lower result was reproduced in repeat testing using two instruments. Follow-up precision testing (n=7) on this sample produced acceptable results. Quality control (qc) results were within expected ranges and no issues were noted for other samples. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. Review of instrument data showed no evidence of any hardware issues which would affect delivery of either sample or reagents. It was noted that some variability was observed in the sample pressure pump integrity and pressure profile for liquid level sense. While these observations do not explain the discordant sample result, a recommendation was made for a service engineer to replace the fluid sense and delivery assembly. Based on the available information, the cause of the isolated discordant result cannot be determined. The customer is operational, and the reported issue is resolved by routine troubleshooting. There is no evidence of a reagent or instrument issue. Note: in section h6, codes for investigation findings and investigation conclusions have been updated.